Event description:
It was reported that pt underwent a revision. The healthcare provider confirmed that the pt experienced a new device pocket pain. The device pocket was revised and the neurostimulator was repositioned. No surgical complications were reported.